Event description:
It was reported that a patient wanted the vns device programmed off and removed due to pain at the neck incision site. This area often itches as well. Good faith attempts to obtain additional information are being made.